Manufacturer narrative:
Concomitant medical product: d224drg ICD, implanted: (B)(6) 2010.

Event description:
It was reported that the right atrial (ra) lead became dislodged. The ra lead was capped and not replaced. No patient complications have been reported as a result of this event.